Manufacturer narrative:
(B)(4).

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose level and low blood glucose on (B)(6) 2020. Customer¿s high blood glucose level was 1800 mg/dl and low blood glucose level was 14 mg/dl at the time of hospitalization. The customer was taken to emergency room and treated with intravenous drip for high blood glucose level. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was not active at time of high blood glucose event. Customer was assisted with troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis. This case is for the (B)(6) 2020 incident. There were also incidents on (B)(6) 2020.